Manufacturer narrative:
Test strip lot #1020214204 expiration date: 07/01/2016; control solution lot #1030214093 range: 82-127 mg/dl. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomed awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
It was reported to nova biomed that a consumer received a result of 60mg/dl on their blood glucose meter. The consumer immediately performed five add'l tests using the same meter and strips from the same vial getting the following results of 145 mg/dl, 161 mg/dl, 134 mg/dl, 143 mg/dl, and 148 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's reading was determined to be clinically significant. The meter and test strips will be returned for eval.